Manufacturer narrative:
The lens was replaced with a lower diopter lens of the same model suggesting that this report was not caused by the device. The lens met all manufacturing specifications prior to release. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
A manufacturing record review was performed and met specifications. The optic of the returned lens was cut in half precluding diopter measurement. Visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 24.0 diopter of this lot number. A review of the historical complaint data base revealed that no complaints from this lot number were received. Our investigation revealed no deficiencies suggesting this event was not caused by the lens.

Event description:
The lens was implanted in (B)(6) 2011 and explanted in (B)(6) 2011 for refractive error. Patient recovered without complication and is now seeing well.